Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a no delivery alarm was received after a bolus attempt. The customer's blood glucose reading was 400 mg/dl at the time of incident. The customer indicated that the alarm was resolved by a complete set change. Customer also wanted to provide information of a past event. In (B)(6) of 2015, her insulin pump was damaged and was replaced for a new one.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.